Manufacturer narrative:
There has been no return of equipment to date so no investigation can be performed. No causal effect of device malfunction can be attributed to pt's adverse reaction.

Event description:
On (B)(6) 2011, (B)(4) became aware of an adverse event occurring following a thermage treatment on (B)(6) 2011. Initial report described, "different and small injuries in the face." Reportability was determined on (B)(6) 2011 upon receiving an email stating the treating physician believes that the pt's injuries will result in scarring.